Event description:
It was reported that the programmer would not always load to the main screen and the monitor would not stay in the ¿up¿ position. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not replicate the reported software loading issue during bench testing, however a slow boot issue was confirmed via the programmer software logs; hard drive was reconfigured and software was reloaded to resolve issue. Analysis confirmed the reported monitor position issue; lower display hinges found out of mechanical specification. Analysis also found the system fan was intermittently noisy, the top half of the screen was dark, and tab on power cord bay door was broken. It is noted the hinge plate screws and keyboard screws were missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radio frequency (rf) programmer head. (B)(4).